Event description:
It was reported that the patient¿s stimulator would work for 15 minutes and then would stop working.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).